Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual heated evaqua breathing circuit failed the ventilator leak test. A hole in the expiratory tube was noted. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt240 adult dual heated evaqua breathing circuit was pressure tested and visually inspected for damage. Results: the pressure test result was outside the specification. Further inspection revealed a hole in the evaqua tube of the returned breathing circuit. Conclusion: based on the evaluation of returned device, the breathing circuit was punctured by a blunt object, creating a hole and resulting in the reported damage. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the complaint breathing circuit was punctured post production. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a (B)(4). The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The rt240 user instructions include the following statement: "verify that ventilator alarms are set to detect loss of pressure and over pressure", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).

Manufacturer narrative:
(B)(4). The rt240 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual heated evaqua breathing circuit failed the ventilator leak test. A hole in the expiratory tube was noted. No patient consequence was reported.